Event description:
New information received notes that programming changes were made. The lead now functions as a single coil. The patient was fine.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that high, out of range high voltage lead impedance was observed via remote transmission. Further testing was recommended.